Event description:
The gastrointestinal laboratory (gi lab) materials management employee placed an order for a conmed / w. L. Gore viabil stent vn1006200 that is a temporary stent. The stent that was received was vh1006200 that is a permanent stent. It was not noticed until stent deployment that a variance in the typical stent features was present. It was not realized until the materials management employee received a phone call from billing asking if the part numbers for the conmed stents had been updated that we had erroneously received the wrong stent. When the materials management employee looked closely at the stent box, he noticed that the part number for the stent he ordered to refill the inventory varied by one letter from the part number on the stent box. The materials management employee began an investigation on the order he placed and reached out to a conmed representative who stated that the stent we received was not the stent that was ordered and that the received stent happened to be an irretrievable stent that is meant to remain in a patient. Our doctor was notified, and he talked to a doctor at conmed that told him it would be fine to treat the patient the same and remove the stent at the scheduled date in the future with no impact to the patient. We suggest for a labeling change on the box that shows the product being permanent or temporary. Right now, the only thing that lets you know the difference is in the ref# (catalog number) where one has a h in it and the other one has a n in it. Manufacturer response for viabil biliary endoprosthesis, (brand not provided) (per site reporter). Our doctor talked to a doctor at conmed that told him it would be fine to treat the patient the same and remove the stent at the scheduled date in the future with no impact to the patient.